Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 31 mm watchman flx pro laa closure device & delivery system (wds) were selected for use. Several recaptures were required due to challenging anatomy. Pericardial effusion was noted on the transverse sinus after device recapture. The procedure was discontinued and heparin was reversed. There was no additional intervention required and no further complications.